Manufacturer narrative:
(B)(4). Event year reported only: 2022. Batch #: w7002w. The following information was requested, but unavailable: what was the surgical procedure? What is the surgeon's experience with the harmonic 1100? What were the actual vessels that were attempted to be sealed? Were the vessels skeletonized or taken as part of tissue bundle? How long into the procedure were the users when they started to experience issues? What power level was used on the generator? What button used to take these vessels? Were there any generator alert screens? Is the generator log available for engineering review? How was the surgical procedure completed? Were any blood products administered? What is the patient's current status? Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The device was disassembled to inspect the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unknown procedure, the device failed to seal two vessels under 7mm leading to bleeding and conversion to open hysterectomy. There were patient consequences.